Manufacturer narrative:
Exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient was implanted with proximal femoral nail antirotation (pfna). Post-operative, on an unknown date, a proximal femoral nail antirotation (pfna) implant broke. It is unknown which specific implant broke. Patient outcome and the revision surgery information was not reported. This report is for one (1) pfna blade. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. Synthes received an x-ray indicating that the nail was the broken device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Upon further investigation,the helical blade was determined to be broken. This part has been deemed to be reportable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated concomitant devices reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices reported: bolt self-tapping (part 459.440, lot 5944159, quantity 1), bolt self-tapping (part 459.500, lot 5933834, quantity 1).

Manufacturer narrative:
Device history lot part: 04.027.036s, lot: l516583, manufacturing site: (B)(4), release to warehouse date: 09. Aug. 2017, expiry date: 01. Aug. 2027. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Device history review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: visual inspection: the visual inspection of the pfna ¿ blade has shown that the surface of the sleeve is wear and tear also one blade is broken. Furthermore, the blade holes are completely filled out with bone cement. Function test: a functional test have no abnormal findings identified. Pfna blade is in used condition. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a intraoperatively caused use related damage at the device, therefore no drawing/specification review is needed. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Summary: this lot was manufactured in august 2017 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. Upon visual inspection, there is no evidence that this device contributed to the complaint condition (broken pfna nail), and therefore no additional investigation will be performed on this device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.